Event description:
The pt reported charging issues between the implant and external equipment. A boston scientific employee performed device evaluation. The problem was confirmed. Explant surgery has been recommended.